Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the heartstart xl "battery life not lasting" and that the battery was unable to fully charge. There was no report of patient impact.